Manufacturer narrative:
The hill-rom technician found the brake caster needed to be replaced. A damaged brake caster is the source of the brake not setting. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all trauma stretcher frame components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brake are set. Replace as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed on april 24, 2018. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed had foot end brakes when brakes were engaged. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom technician found the brake caster was damaged and needed to be replaced.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding.